Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional perclose prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of both the heavily calcified right common femoral artery (rcfa) and heavily calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss occurred with a prostyle device that was attempted in the rcfa. The sutures of two new prostyle devices were successfully pre-placed in the rcfa. An attempt was made with three prostyle devices in the lcfa; however, a cuff miss occurred with all three. The sheath was upsized to a 14f sheath in the rcfa. The tavr procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed sutures of the two prostyles. Hemostasis was achieved in the lcfa using manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.